Manufacturer narrative:
The insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. No crack noted on the reservoir tube lip.

Event description:
The customer's parent reported via phone call that reservoir compartment lip ring was cracked. The customer¿s blood glucose level was unknown. Customer's parent stated that reservoir was unable to lock in place when inserted into pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.